Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: chemotherapy filter line was leaking from the chamber when running saline pre administering chemotherapy. Noticed the issue before I started the chemotherapy, therefore no harm was caused. Saline solution leaking only at the time.

Manufacturer narrative:
H.6. Investigation: a 10010454-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20105964. The customer has confirmed that the leakage occurred during priming from the bottom of the drip chamber; however no obvious damage was visible. A review of the production records for lot 20105964 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m experienced leakage. The following information was provided by the initial reporter: chemotherapy filter line was leaking from the chamber when running saline pre administering chemotherapy. Noticed the issue before I started the chemotherapy, therefore no harm was caused. Saline solution leaking only at the time.